Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on unknown date, the patient underwent for a surgery. During the surgery, end cap cross threaded into the nail and it did not fit into the tibial nail. The contralateral side, a 1.5mm strut plate was used and two of the locking holes did not engage with the screw head. The plate was implanted with cortical screws instead. It was unsure if it was due to potential over torquing of the screw. Patient consequence is unknown. No surgical delay. This complaint involves (2) devices. This report is for (1) unk - screws: cortex. This report is 3 of 3 for (B)(4).